Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete. H10 additional narrative:

Event description:
Medical records received. Page 21 on (B)(6) 2020 the patient had a revision of the right hip acetabular and femoral component involving extensive bone grafting to the acetabular component and to the greater trochanteric area of the femur and aggressive debridement of synovium due to metallosis and alval disease. Depuy product was noted to be implanted during the procedure. Page 9 notes that in 2017 the patient reported severe pain and metallosis in the hip area. Symptoms related to pinnacle were noted to be tightness in muscles of left leg, continued pain in the hip, ¿possible elevated metal ion levels¿ (ion levels had not been tested).

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Pinnacle litigation records received. Records alleges serious injury, economic loss and pain. Doi: (B)(6) 2007. Dor: (B)(6) 2020; right hip.